Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the observed issue was due to a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After evaluation of the device, it was observed that the device had a solid white screen intermittently. A solid white screen on this device is indicative of a device lockup. There was no patient use associated with the reported issue.